Event description:
Per the audiologist, the patient was hit in the head dislodging the magnet. The surgeon observed that the magnet pocket was intact then reinserted the sterile magnet back into its pocket. The patient is reportedly "doing fine".

Manufacturer narrative:
This is a final report.